Event description:
It was reported that the programmer would not complete the boot up phase. It would get to the point where it should load the model screen, but never does. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer boots up as expected. However during interrogation, received a system error. Hard drive reconfigured, software reloaded, and programmer interrogated successfully. Programmer could not connect wirelessly at systems test; rft (radio frequency transceiver) replaced to resolve wireless issue. (B)(4).